Event description:
Related manufacturer reference number: 2017865-2025-12252. Related manufacturer reference number: 2017865-2025-12253. It was reported that the patient presented in clinic for follow up. Upon review, lead dislodgement was noted on the right atrial (ra), right ventricular (rv), and left ventricular (lv) leads. The physician elected to explant and replace the ra, rv, and lv leads. The patient condition was stable.